Event description:
Pt reported, she changed her infusion site on (B)(6) 2011 or (B)(6) 2011 and there was a red mark that was inflamed and burning after the infusion headset was removed. Pt stated, this package of infusion sets did not come in a box; they came from her supplier individually packaged in a plastic zip lock bag. Pt cleanses her infusion sites with an alcohol pad, and her husband assists with insertion of the headset. Pt cleansed the red spot with soap and water afterward and reported the burning sensation came after removing the headset. Pt reported, this is the only time this issue has occurred, and the infusion set that is currently in use is working correctly. Pt was advised to speak with her physician to find out how to treat the infusion site. Follow-up was completed with pt on (B)(6) 2011, and pt reported, she was prescribed an antibiotic by her physician to treat the site infection. Her physician stated "the skin started to attach itself to the infusion set and that is what caused the infection." Pt discarded the alleged infusion set, and no product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.